Manufacturer narrative:
Pt info is unavailable from the site at the time of this report. Site rep re-installed the software with no installation issues / errors. The problem persisted. Software has not been evaluated as of the date of this report.

Event description:
A medtronic rep reported that when the surgeon brought the biopsy needle up to the vertek probe, the system booted him out to the log-in screen several times. The surgeon discontinued use of the stealthstation s7 to complete the cranial surgery. No impact on pt's outcome was reported.